Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) was explanted.

Manufacturer narrative:
The reported events of device sensing anomaly and inadequate shock stimulation anomaly were confirmed in the device image by tech services but was not due to a device anomaly. The device behaved as programmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed inappropriate therapy due to functional undersensing on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed. The patient condition was stable.